Manufacturer narrative:
The lead was returned in two segments severed 109 mm from the terminal end. The helix of the lead was extended and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the allegation of high pace impedance measurements or difficulty to position while the allegation of a dislodgment was a known inherent risk but was not confirmed by laboratory testing or analysis.

Event description:
It was reported that during intraoperative testing and after repositing this lead several times high pace impedance measurements were noted. During a follow up prior to discharge it was noted that the lead was dislodged. The lead was thus explanted and replaced. The lead was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during intraoperative testing and after repositing this lead several times high pace impedance measurements were noted. During a follow up prior to discharge it was noted that the lead was dislodged. The lead was thus explanted and replaced. The lead was expected to be returned. No additional adverse patient effects were reported.